Event description:
During routine testing of the device at the repair center, the user observed a cut in the middle of the blood parameter monitor cable. No other details regarding the nature of the event were provided. The monitor was originally returned for an error code. Since the event occurred at the service center, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.